Event description:
It was reported that the ilet user experienced elevated blood glucose above 300 mg/dl after a site change with an inset infusion set and discovered a bent cannula, indicating the infusion set was deployed incorrectly and insulin delivery was interrupted until the user was guided through a correct site change and resumed insulin. Symptoms included hyperglycemia. Outcomes included a delay to therapy. Investigation included troubleshooting and user education on proper infusion set loading and site change. Investigation of this case revealed that the bent cannula and incorrect infusion set deployment led to inadequate insulin infusion until corrected. It was concluded, based on previously established findings for similar reports, that user technique related to infusion set deployment was the cause.